Event description:
It was reported that balloon rupture and device fracture occurred. A 12 mm x 4.00 mm nc quantum apex balloon catheter was advanced for dilatation of a calcified lesion. During inflation, the balloon ruptured and when the device was being removed, it fractured. Another balloon was pinned in the guide to pull out the fractured balloon and complete the procedure.